Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead dislodged and had pulled back through the suture sleeve and entirely out of the endocardium. This dislodgement resulted in the patient receiving 9 inappropriate shocks. Subsequently a lead revision procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.